Event description:
It was reported that the iab was inserted in a male pt after emergency coronary artery bypass grafting to repair a dissected left anterior descending. After 12 hours the pump began experiencing continuous helium loss alarms. The iab was removed and replacement was not necessary. There were no further complications.